Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the battery contact missing a bumper and the lens display was foggy. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; lec 1310 was displayed on the device. The root cause was determined to be improper use/user error. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a message on the device from process scheduler ¿running on system psp-fndb, using database fsprd¿. It is unknown if there was patient involvement, no adverse patient effects were reported.